Event description:
It was reported that a patient will have a revision of an inflatable penile prosthesis (ipp) pump due to a collapsed bulb. The physician reports that five patients that have presented the same issue of the pump working well for 12-15 months and then suddenly have a collapsed bulb. Of those five, some pumps were able to work again and then had the same issue a few days later. The physician tried several trouble shooting techniques.